Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor triggered a pulse alarm with a value over 200 even the spo2 sensor was not connected and lying next to the patient. After certain time the pulse alarm changed to a zero line with a question mark. The patient slept soundly and deeply all night and only woke up when the blanket was lifted; it is not entirely clear how long the sensor lay detached next to the patient. However, the monitor log shows that from (B)(6) onwards, the pulse in the normal range is marked with a question mark. Before that, the entire reading was without a question mark after the pulse. Therefore, it can be assumed that the sensor was next to the patient from (B)(6) onwards. The device was in use on a patient. There was a report of patient harm.